Event description:
It was reported that while using an unknown bd vacutainer® k2 edta (k2e) blood collection tubes underfill has occurred. No patient impact was reported. The following information was provided by the initial reporter: challenges in filling the k2 edta tube batch 3059201. Customer mentions filling below the indicative line. Sample below that required by the edta tube.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unknown bd vacutainer® k2 edta (k2e) blood collection tubes underfill has occurred. No patient impact was reported. The following information was provided by the initial reporter: challenges in filling the k2 edta tube batch 3059201. Customer mentions filling below the indicative line. Sample below that required by the edta tube.

Manufacturer narrative:
Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photos showed unused product. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.